Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software turned off without user request. In addition, it was reported that a resume pump alarm occurred while the pump was plugged into a power source to charge. The customer's blood glucose level ranged from 115-130 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.